Event description:
Had the essure procedure done. Soon after having it done pain on the left side, extreme lower back pain, pain during intercourse, acne, weight gain, hair loss, depression, feeling like I am living in a fog, and extreme headaches. Periods are heavier than normal. I can't wear tampons anymore due to the bleeding amount literally 20 mins after putting it in, I have to take it out. I have had my thyroids tested twice, and have been diagnosed with bi-polar "negate" my doctor couldn't figure out what was wrong with me.